Manufacturer narrative:
This product is registered as a combination product. Final analysis found an external insulation abrasion exposing the outer coil caused by friction to the device can on the connector portion of the lead was noted at 11.0 cm to 11.3 cm and two external insulation abrasions exposing the outer coil caused by friction to another device or feature of the heart on the distal portion of the lead at 6.9 cm to 7.2 cm and 7.0 cm to 7.3 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.